Manufacturer narrative:
Additional information indicated that prior to utilizing, the syringe was not damaged, and anomalies (fluid leaks, or threaded plunger stripping, or inability to pressurize to the green/red zone) were observed with the dcs syringe. Prior to utilizing, the syringe pressure gauge was at "0". A dedicated saline flush was utilized to fill the syringe. The syringe plunger was engaged by rotating the wing clockwise until it stopped. No information was available regarding the manner the syringe was filled, and the syringe barrel was filled by rotating the knob counter-clock wise. After the filling was completed, the syringe was put in the upright position, and the barrel, pressure gauge, and extension tubing cleared of any air by rotating the knob clockwise until all air was removed. The report indicated that it was prepped as per the IFU, and the physician tried to remove the air several times. Additionally, since air remained in the system, the syringe knob was turned sufficiently until all the air was expelled. The syringe was first time use. There was no report of leakage. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization for right (ica) internal carotid artery, there was an inability to remove the air from the product (dcs syringe). Therefore, another syringe (dcs syringe) was used for the procedure. The product was clinically used without any adverse consequence to the pt. The product will not be returned for analysis.